Manufacturer narrative:
Block h6 (device codes): problem code a050501 captures the reportable event of bands failure to deploy. Section e: this event was reported by the sales representative. The health care facility is: (B)(6).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2026. During the procedure, the band failed to deploy. There we no complications setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.